Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated that it sounds as if there are issues with the lead. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an increase in pacing impedance measurements from 555 ohms to 1128 ohms and an increase in shocking impedance measurements from 72 ohms to 144 ohms. Additionally, thresholds have increased. There are not any options for vector changes as the lead is single coil. No adverse patient effects were reported.